Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: opening curved on posterior, red particles and underweight. A visual and microscopic analysis was performed which identified creases fold, wear abrasion, opening crease sharp on posterior and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening.

Event description:
The doctor reported CT scan confirmed rupture of the left implant. This record relates to the left side. The device has been removed.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: d.6., g.1.

Event description:
The doctor reported CT scan confirmed rupture of the left implant. This record relates to the left side. The device has been removed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported CT scan confirmed rupture of the left implant. This record relates to the left side. The device has been removed.